Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the exposed svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Visual analysis noted that the lead was returned with explant damage. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Right ventricular (rv) lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter (sic) greater than 30 in 3 days, and 2 or more high rate nonsustained episodes. Beginning (B)(6) 2016, ventricular sensing integrity counts up to 78; ventricular tachycardia (vt) nonsustained episodes and ventricular fibrillation episodes detected with evidence of lead noise oversensing. Impedance on (B)(6) 2016 rv pacing impedance measured 57 ohms, and on (B)(6) 2016 rv pacing impedance measured 76 ohms. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for non-sustained tachycardia episodes with clear indication of noise. Now, another lead warning occurred for low pacing impedance. A third alert triggered for oversensing of short v-v intervals. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.